Manufacturer narrative:
The technician replaced the siderail ucm cables to repair the bed.

Event description:
Information received indicates, the bed functions are only working intermittently from either siderail.